Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-14259 & 3006705815-2020-00885. Further follow-up indicates the patient had a fall causing damage to the ipg and one of the leads to disconnect from the ipg. As a result the ipg and one of the leads was explanted and replaced with a competitor's product. The exact date of the explant is unknown. Both of the patient's leads are being reported because it is unknown which lead is liable.